Event description:
Boston scientific (bsc) crm received info that this bsc sales rep (sr) called technical services (ts) while following up with this pt in the emergency room. The sr stated, the electrogram revealed intermittent loss of capture with some psuedo fusion complexes, however, back up paces were being provided with automatic capture (ac) programmed on. The pt is symptomatic, complaining of chest pain from the ventricular paces. The sr noted p-waves were present, although the sr had trouble seeing them. Sensing in the atrium is at 3.5mv and the device is set at 0.5mv. As of this date, all products remain in service.